Event description:
It was reported that during an unk procedure, the device quit activation due to the max and min buttons do not work on every pressure. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 11/12/2008. Info not available, device not returned for analysis.